Manufacturer narrative:
H3. Event date is approximate, year valid. Please see b5 for additional information. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown drug via an implantable pump for spinal pain indications. It was reported that almost ever since the patient 're did the battery' of their handset, they would 'give a hit' and it would take 10 minutes to finish, and then it would finish and show '10 minutes off already'. The patient stated that it would show it still had 10% to finish and it would not finish the hit. An agent asked and the patient confirmed it was a 90% lag issue. The patient stated this was their 3rd battery replacement. An agent reviewed information and assisted the patient with clearing data from the handset.